Event description:
It was reported that the ventilator generated a technical error code indicating an inspiratory flowmeter error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to flowmeter alarms, the inspiratory flowmeter was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The inspiratory flowmeter (inspiratory flow transducer) measures the combined air and o2 flow, as well as temperature, of the inspiratory gas from the o2 gas module and turbine module. The pcb was sent for further investigation. The pcb was then tested in our ventilation laboratory. Several pre-use checks were performed before and after several days of ventilation. The reported problem was unable to be reproduced.

Event description:
Manufactures reference ID: (B)(4).